Event description:
It was reported that during a da vinci-assisted other general surgery surgical procedure, the harmonic ace failed to be recognized by the gen11 host machine. The customer completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the midpoint. A piece approximately 0.372" x 0.086" was found to be broken off. The broken piece was returned. The complaint was confirmed by failure analysis.